Event description:
The patient developed an infection. Additional information has been requested.

Manufacturer narrative:
(B)(4). Lead model 3888-45, lot# v809812, implanted: 2011 (B)(6), explanted: 2012 (B)(6). Lead model 3888-45, lot# v799633, implanted: 2011 (B)(6), explanted: 2012 (B)(6). Lead model 3777-45, lot# v753058011, implanted: 2011 (B)(6), explanted: 2012 (B)(6). Extension model 3708220, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6). Programmer model 37743, serial# (B)(4). (B)(4).